Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was in the intensive care unit (ICU) on both a left ventricular assist device (lvad) and right ventricular assist device (rvad). Log files captured persistent low flow events for the patient. The flow was noted as low as 0.4 liters per minute (lpm) and the majority of these low flow events were in the presence of elevated pulsatility index (pi) values. It was reported that the patient passed away on (B)(6) 2022 due to intraoperative right middle cerebral artery/internal carotid artery occlusion which resulted in hemispheric stroke.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system and the reported events (stroke and patient outcome) cannot be conclusively determined through this evaluation. The reported low flow events were confirmed based on the log file data; however, a specific cause for these events could not be conclusively determined through this evaluation. The controller event log file contained data on 26sep2022 spanning from 05:45:39 to 14:38:09, per the timestamp. The beginning of the log file captured the estimated pump flow to be 3.9 liters per minute (lpm). At 12:08:06 the estimated pump flow dropped to 2.1 lpm and continued to drop until it had reached 0.4 lpm at 12:13:57. The estimated pump flow gradually increased until 13:11:03, when it had reached 3.9 lpm. Low flow alarms were active during the observed event. The estimated pump flow was typically between 3.7-3.9 lpm until 13:58:42, when a decrease in pump flow was noted. For the remainder of the log file, the estimated pump flow typically hovered around the low flow threshold of 2.5 lpm, with intermittent periods of active low flow alarms. No other notable alarms were captured, and the pump appeared to have been operating as intended. Heartmate 3 left ventricular assist system, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists stroke and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 describes the pump flow display (4-13 through 4-15) and the hazard alarms (4-19 and 4-32). The instructions for use states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 describes the actions to take in the event of a low flow alarm (7-7 and 7-11). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the stroke occurred during implant on (B)(6)2022. The patient was implanted with a centrimag rvad on the same day as lvad implant for pre-existing right heart failure. Medical management and optimization were performed, including blood pressure control and hypertonic saline infusion. Rvad MFR # 3003306248-2023-00004.